Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of not feeling well and bacterial peritonitis in a patient coincident with dianeal 1.5% pd4 therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was unknown. During a call with baxter (B)(4) customer care representative, the following was reported. On an unreported date, the patient was not feeling well. The patient was not hospitalized for the event. On an unreported date, the patient was started on hemodialysis, and then switched to peritoneal dialysis. On (B)(6) 2012, the patient experienced bacterial peritonitis, which may have been due to dust. On an unreported date, the patient was started on unspecified antibiotics in the intravenous (IV) bags over several weeks. Per the consumer, the patient was fine, doing home dialysis and was feeling good. On an unreported date, the patient recovered from the peritonitis. It was unknown if the patient recovered from not feeling well. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.